Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection between the cassette and final bag, which is a known cause of the reported leak condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the final line tubing and the solution bag was loose and solution leaked from the connection during priming of peritoneal dialysis on the homechoice claria. The patient did not connect. There was no patient injury or medical intervention reported. No additional information is available.